Event description:
The user reported that the pad stopped working. Our inspection showed a small cut in the cord hear the strain relief that could have exposed the user to bare wire.

Manufacturer narrative:
The user reported that the pad stopped working. Our inspection showed a small cut in the cord near the strain relief that could have exposed the user to bare wire. This type of failure is usually the result of excessive bending of the cord. We have initiated a CAPA project ((B)(4)) to remedy this issue.